Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of the homechoice cassette was loose from the tubing. This was identified during setup for peritoneal dialysis (pd) therapy. The patient was not connected during the time of the event. The hp stated that they had removed the patient line from the organizer and the end of the patient line connector was loose where it connects to the clear tubing. Renal therapy services assisted the patient with ending therapy, removing the supplies, and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.